Event description:
The customer reported during a redux lt forearm procedure, the left monitor turned completly balck for an instant a couple of times, but it lit up again and the procedure was completed. No injury to the pt.

Manufacturer narrative:
The svc rep found that dicom box video output has intermittent problems. The rep replaced the dicom box hand control, tested communications with pacs. System operating as intended.